Manufacturer narrative:
The reported event of overheating was not duplicated. During functional inspection the service technician noted the handpiece started smoking. Upon disassembly for visual inspection the service technician observed a damaged flex assembly.

Event description:
It was reported that after a procedure at the user facility, the core impaction drill was overheating. As this event occurred after a procedure at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during testing conducted at the manufacturer facility the core impaction drill was smoking. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.